Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with two 325cc smooth mentor memorygel breast implants has experienced postoperative bilateral capsular contracture, baker grade unknown. As a result, the patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implant, catalog # 3503001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2016. This medwatch report is for the left-sided implant.

Manufacturer narrative:
24-mar-2020, mentor became aware that the patient underwent bilateral nipple reconstruction on (B)(6) 2009 due to right-sided issues that occurred prior to breast augmentation, and progressed after breast augmentation. Manufacturer¿s reference number: (B)(4).